Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2017, 459888 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not sensing. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.